Event description:
Additional information received reported that the patient was scheduled for an appointment on (B)(6) 2012 and was "likely for a surgical intervention for troubleshooting." The patient was not receiving effective therapy and was recharging frequently. The impedances were not "indicative of a short but looked highly suspect." No further information reported.

Event description:
It was further reported that the patient was going to be scheduled for a battery exchange in october.

Event description:
It was reported the patient was charging more than expected and had low impedance values. The patient recharged on "july 23, 24, and 25, and got 100% but it showed only 25% full." The manufacturer representative checked impedances at 1.5v and nothing was out of range but it was noted impedances on electrodes 0-7 tended to be on the lower side; in the 300-500 ohm range. Electrodes 8-15 were in the 500-720 ohm range. It was also reported the patient had a low battery on (B)(6) 2012, which she "charged up close to full" and recharged again a few hours later. On (B)(6) 2012, the patient recharged on 3 different occasions although the battery was nearly full. On (B)(6) 2012, 14 hours after the last recharging session the device was at 25% full. A "charge ins (implantable neurostimulator) sooner" message was received. Therapy impedances were also run and were reported as "low out of range." Groups a1-a3 were below 160 ohms. It was noted the patient started experiencing symptoms after a fall that occurred about 2 weeks ago. The patient sustained a fall that caused a few broken ribs and hurt the patient's hip. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID 3778-75, serial# (B)(4), implanted: (B)(6) 2012. Product type: lead: product ID 3778-75, serial# (B)(4), implanted: (B)(6) 2012. Product type: lead: product ID 37754, serial# (B)(4). Product type: recharger: product ID 37744, serial# (B)(4). Product type: programmer, patient. (B)(4).

Event description:
It was further reported that the patient was not using the stimulator and was awaiting a plan of care.

Event description:
Additional information received reported that the patient still was not using therapy and an explant was likely. The patient had a number of other health issues that the health care provider (hcp) was waiting on to be resolved before proceeding.